Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. One winding former with a suture and a detached needle outside the foil packer was received for analysis. The product code is w9932. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. This condition causes the needle to be detached from the suture. The product code w9932 contains an absorbable suture. Since the sample was received open, the functional test could not be performed. The top foil was visually inspected, and no anomalies were observed during the evaluation. Additionally, a photo was provided, showing a winding formed with a detached needle inside the foil packet. The suture could not be observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The following additional information was received: if possible, please provide the lot number. --av4648 (quantity (B)(4)) and av8103 (quantity (B)(4)).

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the problem of the suture had been found broken before using on patient during surgery. Changed another one found there was no suture but only needle. Changed another one found the package was empty when just open the package. Changed another one to complete the surgery.upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. This condition causes the needle to be detached from the suture. The product code w9932 contains an absorbable suture. Since the sample was received open, the functional test could not be performed. The top foil was visually inspected, and no anomalies were observed during the evaluation. Additionally, a photo was provided, showing a winding formed with a detached needle inside the foil packet. There were no adverse consequences reported. Additional information was requested.